Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd connecta¿ stopcocks experienced defective/damaged tubing during use. The following information was provided by the initial reporter: the customer informs that a connecta stopcock with extension set broke in the beginning of cryo- ablation procedure. The connecta stopcock was attached to a cryoball catheter, which is used to inject contrast media-mix into the left chamber of the heart and onwards to the pulmonary veins. The connectas extension tube broke at the site of the luerlock connection, while the ball catheter was being navigated through the femoral vein towards the patients heart. Luckily the breaking of the connectas extension tube was noticed immediately and the catheter was withdrawn away from the vein of the patient. No harm was inflicted on the patient. The connecta was changed to a new one, and it was rinsed. The new connecta broke in the same way when the tube was tested with stretching. The third connecta with ext. Tube taken in was intact and the procedure carried on without any problems. The customer tested various connectas with ext.set from the same batch, and these were all intact, and did not break down with test tube stretching.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04 h6: investigation summary to aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the fitting component was observed detached from the tubing. A device history record review was completed by our quality engineer team for provided lot number 9304105. The maintenance records revealed a gripping alignment issue during the production process that could have contributed to incorrect assembly of the tubing and fitting components. When this issue was detected during production, it was aligned and samples were taken in accordance with a control plan to test the union between the tubing and fitting components. All tests were found to be acceptable, however, it is possible that this incident resulted due to faulty product produced during this alignment issue. As the gripper was aligned at the time of detection, further action has not been determined necessary at this time. A quality alert has been issued to all applicable manufacturing personnel to raise awareness for this potential issue on the production floor. Based on investigation results to date, a probable root cause is related to the wrong gripper alignment, detected on station 07 during manufacturing of batch. See h10.

Event description:
It was reported that 2 bd connecta¿ stopcocks experienced defective/damaged tubing during use. The following information was provided by the initial reporter: the customer informs that a connecta stopcock with extension set broke in the beginning of cryo- ablation procedure.the connecta stopcock was attached to a cryoball catheter, which is used to inject contrast media-mix into the left chamber of the heart and onwards to the pulmonary veins. The connectas extension tube broke at the site of the luerlock connection, while the ball catheter was being navigated throug the femoral vein towards the patients heart. Luckily the breaking of the connectas extension tube was noticed immediately and the catheter was withdrawn away from the vein of the patient. No harm was inflicted on the patient. The connecta was changed to a new one, and it was rinsed. The new connecta broke in the same way when the tube was tested with stretching. The third connecta with ext. Tube taken in was intact and the procedure carried on without any problems. The customer tested various connectas with ext.set from the same batch, and these were all intact and did not break down with test tube streching.